Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump error 63 alarm confirmed in the insulin pump history due to broken trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. The customer¿s blood glucose level was 503 mg/dl. The customer's other blood glucose level was 47 mg/dl. The customer was treated with shots and insulin pump. The customer also reported that the insulin pump had hardware low level failure alarms. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer also stated that self test was failed. The customer also reported that pump error occurs 4 times. The customer was advised to place the insulin pump in storage mode, remove battery, press and hold the back button until the screen turns off. The customer was advised that the insulin pump needed to be replaced and was advised to revert to the backup plan. The insulin pump will be returned for analysis.